Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. Helix mechanism test passed in lab setting. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation on the heart wall. The patient went to hospital with chest pain. The rv lead was successfully replaced. The patient was hospitalized. No additional adverse effects were reported.